Manufacturer narrative:
The device was returned and evaluated. The evaluation found there was a leak found on the bending section cover (a-rubber) and on the scope connector cover and also the glue on a-rubber failed leak test. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: angulation of the control unit had less or specified value and there was a play at angulation control lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchoscope had a leakage. The intended procedure was completed using the same set of equipment. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the peeling off the coating / marking disappearance on the insertion section - connecting tube (greater than or equal to 1 x 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical/chemical stress was applied during user handling, causing the peeling to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end of dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.